Event description:
Event description reported to MFR by customer. Customer reports having trouble getting the platform to deploy all the way flat, and the end barriers to work properly. In one incident last february, user was exiting the van, when he reached the ground and tried to exit from the platform he realized that he was somehow hungup on the end barrier. It was very dark out and he could not see exactly what he was caught on. He once again attempted to move forward, when suddenly his leg flew up and his shoe flew off. He requested assistance from his wife to get his foot back on the foot rest. When she came to assist she noticed that he was bleeding badly from the end of his foot. She performed first aid and took him to the hosp. The incident resulted in a crush injury to his big toe and an amputation of his third toe from the second knuckle.